Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
Navigated cup impactor holding bolt became stuck in psl cup after cup was being impacted into acetabulum. A new cup had to be used.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding disassembly issue involving a trident psl shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed because the device was not returned due to hospital policy. Medical records received and evaluation: not performed because no records were received for review. Device history review indicated all device accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as the returned device and operative report are needed to complete the investigation for determining root cause.

Event description:
Navigated cup impactor holding bolt became stuck in psl cup after cup was being impacted into acetabulum. A new cup had to be used.